Event description:
It was reported that a pericardial aortic valve was explanted due to aortic stenosis after approximately 10 year implant duration. No additional information will be provided by the healthcare provider due to patient privacy regulations.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was discarded at the hospital and will not be returned to edwards' for evaluation. Moreover, no additional operative findings or details will be provided due to patient privacy regulations; therefore, no additional investigation can be performed into this event. There has been no information to suggest a device manufacturing quality deficiency related to this event.